Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll did not receive the autopulse nxt platform in complaint for investigation. The customer provided an update indicating that a blockage was present at the point where the belt pin seats into the spool shaft, which they were able to clear. The customer did not provide details regarding the nature of the blockage. The autopulse nxt platform is fully operational and doesn't require repair.

Event description:
The customer reported that during shift check, the autopulse nxt platform (sn (B)(6) did not start compressions, and the red band guard lock indicator on one side of the platform flashed continuously, as if the band guard was not properly connected on that side. The customer tried swapping bands, checking for debris in the connection slot, and switching batteries with no improvement. No patient involvement. The customer provided an update indicating that they observed a blockage at the point where the belt pin seats into the spool shaft. The customer was able to remove the blockage. The autopulse nxt platform is now fully operational.

Manufacturer narrative:
Sections b5 and h6 codes were updated.

Event description:
The customer reported that during shift check, the autopulse nxt platform (sn (B)(6) did not start compressions, and the red band guard lock indicator on one side of the platform flashed continuously, as if the band guard was not properly connected on that side. The customer tried swapping bands, checking for debris in the connection slot, and switching batteries with no improvement. No patient involvement. The customer provided an update indicating that they observed a blockage at the point where the belt pin seats into the spool shaft. The customer was able to remove the blockage. The autopulse nxt platform is now fully operational. Upon follow-up, the customer clarified that the issue was caused by a band pin that was not properly seated on the spool shaft. According to the customer, it was a user error, and no blockage was present within the platform.